Event description:
Customer reports: the professional was removing the metal guide from the sne that had already passed on the patient when the plastic tip loosened and the metal part (which looks like a hook) entering and piercing the finger. Per additional information received on (B)(6) 2022, there was a lot of resistance to release the guidewire and the tip released from the guide wire. Curative intervention was required as a result of the puncture to the nurse.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment: the customer stated that the device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported complaint. A sample analysis could not be performed since no photo nor actual samples were received for evaluation. Without a sample or photos evaluation, a possible root cause cannot be determined; conditions reported could not be confirmed. The manufacturing process was reviewed and determined that all process and controls were followed, including sub-assemblies, finished product assembly, packaging and inspections. Current controls includes a 100% visual inspection by production personnel according to standard work instruction. There were no abnormal conditions found that could trigger the reported condition. According to the IFU (instructions for use) for the proper procedure for insertion of the feed tube and extraction of the stylet: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating." A risk assessment was performed to determine the occurrence of the reported failure mode. Based on the above analysis, the observed occurrence of harm is (0.003% and 0.004% (1, improbable) which is equal the range of the expected occurrence of harm (o) (1, improbable). The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.